Manufacturer narrative:
Unit received with constant rf pic failed self test alarm, problem isolated to radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the rf pic failed self test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had constant rf pic failed self-test alarm on insulin pump. The customer¿s blood glucose level was unknown. Assisted customer in performing a self-test and test was failed. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will not be returned for analysis.